Event description:
A (B)(4) distributor contacted zoll customer support to report that a pt's battery pack was defective. The pt received a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery defective) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The battery voltage was 1.88v. The root cause for the defective battery pack could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.